Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 17-year-old male patient, the device displayed a "check pads" message. Complainant indicated that the patient expired 24 hours after the event while in the hospital.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the electrodes and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing, ECG testing, and impedance without duplicating any malfunction to the device. The electrode connector was replaced as a precaution. The pads that were used during the event were not returned for evaluation. Review of the log did see evidence of the customer report but does not indicate a device malfunction. Review of the device log showed some artifact and multiple occurrences of pads on and pads off messages that were likely caused by poor pads placement. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.